Event description:
During a remote follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. A revision procedure was performed. The rv lead was explanted and replaced to resolve the event. The patient is stable with no consequences.

Manufacturer narrative:
The reported event of low defibrillation impedance was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Visual inspection found an external insulation abrasion breaching the right ventricular cable lumen proximal to the suture tie impression with one cable abraded. The cause of the reported event was due to external insulation abrasion in the abrasion zone consistent with friction to the device can.